Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 15 injections. The reported issue has been confirmed through testing. The catheter failed the performance test due to system notice message 50005. Dissection / pressure tests revealed a guide wire lumen kink and breach at 1.45 inches proximal from the tip.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The system notice message occurred before ablation in the right inferior pulmonary vein, after ablations in the left pulmonary veins had been completed. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a guide wire lumen breach. Reportable based on analysis completed on 09/23/2014.